Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had problems with her sugar dropping and the alarms going off. Customer had orange juice and candy, but it dose not seem to bring the customer's sugars up. Customer's blood glucose level was 44 mg/dl. Customer was not admitted as an inpatient for medical treatment. Customer was advised to speak to her health care professional about changes. Customer was advised to monitor the pump and call back if issues persist. No further assistance needed.